Event description:
Twenty-four cm of transparent part of revolution catheter (window) was separated from the rest of the catheter body and was left in lad. The steps taken for removing the separated part from the body are as follows. A snare catheter was inserted in the lad to capture the separated part, but failed to grab it, furthermore, it pushed the separated part forward. Another wire and a balloon catheter were inserted in lad, and the balloon was expanded a little bit around the lesion to make a way for all devices to get through later on. Then the balloon catheter was forwarded distally, ahead of the separated part. Then the balloon was expanded and pushed the separated part back to the tip of guide catheter, until it was tightly between the guide catheter and expanded the balloon. All devices, guide catheter, guide wires, balloon catheter and separated part, were manually pulled back all together by the dr., and finally taken out of the patient body all together at once successfully. There was nothing left in the patient body. It took about 5 to 10 minutes for finally collecting the separated part, thus st was elevated and the patient felt a little bit of pain in the chest, but there was no patient injury or impact at all. Procedure stopped then, and no other devices were used.

Manufacturer narrative:
This record was determined to be a reportable event in 2009. Device shaft was misaligned during welding of the joint. However, further functional testing of this type of failure has confirmed this device to have passed tensile strength test of force greater than 5n. Pull test data gathered from numerous samples that were constructed by misaligning the joint mold proved to pass the manufacturing specifications of the 5n force. The lowest force applied for a shaft to break cleanly was 8n. The bracketed device lots were also returned and pull tested. All devices passed pull test; the minimum force applied to break the shaft was 9n. The bracketed lots whose tips were in close vicinity of this tip were also reviewed. There were no defects or inconsistencies found. With evidence of scoring marks on the shaft, we can conclude that pressure was applied. The most probable cause is that a force greater than 5n was applied when using this product.